Manufacturer narrative:
A steris service technician was scheduled to visit the facility but the service request was cancelled by the user facility before the technician could arrive on site to inspect the table. The service technician was able to speak with a hospital maintenance employee to obtain information about the reported event and condition of the table. It was reported that during a procedure, the table's leg section did drop (downward) without being commanded to do so. The facility repositioned the leg section and placed a stool underneath it to prevent it from dropping again during the procedure. No description on the rate of the drop was provided. The employee stated during his inspection he was unable to reproduce the reported event. There is no steris service contract for this table. The user facility stated they have decided to take this table out of service permanently, based on the age of the table (17 years) and the expected cost for repair, which is why the service request was cancelled.

Event description:
The user facility reported that the leg section of their 3080sp surgical table dropped without operator intervention during a procedure. No procedural delays or cancellations reported. No injury to hospital staff or patients occurred.